Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically inspected for damage. The renegade device showed multiple bends and kinks located throughout the shaft. No tip damage was noticed on the renegade device. The transcend guidewire was analyzed for damage. It was noticed that the tip of the guidewire was detached and was not returned. The guidewire length should be 180cm. The guidewire returned with a length of 174cm; therefore, there is approximately 6cm of the guidewire not returned. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the tip of the guidewire breaks off and was able to be removed via snaring. A renegade hi flo was selected for use in the non stenosed iliac artery. During the procedure, upon crossing the lesion, the wire was noted to be pulling apart at the tip at the end of the catheter. It was noted that the tip did break off in the iliac artery. The device was completely removed via snaring and the procedure was completed with a different device. No patient complications were reported.